Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR reports: 1627487-2013-11671. It was reported the pt is experiencing pain/irritation in the middle of his back. The pt's doctor believes one of the pt's leads is causing the symptoms due to an alleged lead migration. As a result, the pt will undergo surgical intervention. Both leads are being reported because it is unk which lead is causing problems for the pt.